Event description:
It was reported that the physician's handheld would not hold a charge despite being plugged in to charge for long periods of time. It was reported that once unplugged from the power outlet the handheld would die after a few minutes. Further follow-up revealed that the physician's handheld was stored in an office desk and no mishandling occurred. Troubleshooting was performed by trading outlet cables with another handheld; however, this did not resolve the event. The physician was provided a new programming tablet and the handheld was received for analysis. Analysis is underway, but has not been completed to date.

Event description:
Analysis of the handheld was completed on 10/13/2015. No anomalies associated with the handheld performance were noted during testing using the ac adapter or the main battery with a full charge. The handheld performed according to functional specifications. Analysis of the flashcard was completed on 10/13/2015. No anomalies associated with flashcard software were identified during the flashcard analysis. The flashcard and software performed according to functional specifications.